Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found that the head casters would spin when in brake. He adjusted both head end casters to repair the bed.